Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of the patient (her daughter) alleging elevated blood glucose (bg) levels and cartridge air bubbles. The reporter indicated that a school nurse called her and informed her that the patient's bg level was 469 mg/dl. She also reportedly had trace ketones. The reporter checked the patient's cartridge and observed bubbles. At that point, the patient's bg level was 486 mg/dl. The patient's father changed the site, set, and the cartridge. After priming the tubing, he removed the cartridge and found bubbles again. After clearing the air bubbles and administering a bolus, the patient's bg level went down to 166 mg/dl. In addition, the reporter claimed that they experienced cartridge air bubbles 2 weeks earlier while at school. At that time, the reporter claimed that the patient's bg levels reached 486 and 593 mg/dl. The patient was reportedly treated and her bg level went down. It is unknown who prov the patient's bg levels reached 486 and 593 mg/dl. The animas representative involved in this contact reviewed all steps for preparing and filling cartridges with the reporter. The insulin was reportedly kept at room temperature at all times. No excessive activity was noted at the time the air bubbles were found. Based on information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a blood glucose level exceeding 500 mg/dl and had ketones. She also alleged that the patient's insulin cartridge(s) had air bubbles.

Manufacturer narrative:
The animas representative reviewed all air prevention techniques with the reporter. The reporter verbalized clear understanding of proper cartridge preparation and air prevention techniques. The reporter indicated that her husband is also on a pump and uses same insulin vial and cartridges from same box as the patient and has had no problems with air.